Event description:
We were unable to remove the foley because the catheter ballon would not deflate. A cystoscopy was performed to deflate the catheter balloon and replace the original foley with a new one.